Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the label was delaminated and the cable insulation was cut. The head was to be sent on for repair (label and cable replaced) and reallocation. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as it was no longer needed subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.